Manufacturer narrative:
An event of an increased gradient due to leaflet thickening and cardiac arrest leading to patient death approximately 7 years after implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A 25 mm trifecta valve was selected for implant in 2013. Due to leaflet thickening and gradient increase over the lasts 7 years. A valve in valve was scheduled, but the patient expired from a cardiac arrest before the intervention could be performed.